Manufacturer narrative:
Results of evaluation: conclusion; the instrument (a) was cycled and it failed to arm. The knife collar is slightly bent. Instrument b was also bent at the knife collar. The knife collar has excess material that could possibly prevent the latch from functioning. This type of occurrance is unusual and will be monitored closely. Comments; co reviews each incident as it occurs in an effort to continously improve our products.

Event description:
During a diagnostic laparoscopy the surgeon was using a 512sd trocar and could not get the safety mechanism to stay down during insertion. A second device was opened and had the same problem occur. A third device was opened to complete the case. There was no consequnce to the pt. 01/15/97 1100 message and 800# left with receptionist for md call back. 1/16/97 nncl sent.